Event description:
It was reported during the patient's drg system trial procedure the patient experienced a cerebrospinal fluid (csf) leak. Reportedly, when the physician attempted to enter the epidural space at l5, the csf leak occurred. The physician decided to abandon the procedure. The patient experienced a headache postoperative, but no other symptoms. No further intervention was necessary.